Event description:
During an cataract edtraction procedure, the tip of this iris retractor broke as soon as the surgeon began to use it. The broken piece was retrieved but lost. There was no pt injury.